Event description:
It has been reported to philips that the suite pc did not start up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected system remotely and confirmed that system does not start. Rse also reviewed the system log files. Onsite visit fse found that the main computer (suite pc) was not running. After the power turned on it was judged that the pc housing was faulty. The cause of the suit pc failure confirmed by the supplier's part analysis. Fse replaced suite pc, after replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.